Event description:
The pump was refilled with morphine sulfate 15 mg/ml and programmed to infuse at 10.5 mg/day. Six hours afer the pump refill, the patient's wife called to report that pt was tachycardic, hypertensive, and diaphoretic. The wife (a do) gave him antihypertensives and his symptoms resolved. Then the pt had withdrawal symptoms (sweating, anxiety, increased pain). A pump adjustment was made in the emergency room in 2008, for the pain/withdrawal symptoms; the pump was set to deliver the morphine at a rate of 11.5 mg/day. The pt was scheduled to be seen for a pump refill with a lower drug concentration. The pt thought the neurologist filled his pump with normal saline to keep it going and so that it wouldn't beep. The following week, the pt was taken to the operating room for diagnostics and nothing was seen on fluoroscopy/CT. The patient's pump was refilled with morphine sulfate (10 mg/ml). The pt was seen by his health care professional for a pump refill and they stated that the pt was doing okay now.